Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, d4, g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). A DHR review is unable to be performed as no lot/serial number was provided. Engineering evaluation summary: per (B)(4), stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease and hyperlipidemia.

Event description:
It was reported and learned through investigation that a 27mm 6900 mitral valves in mitral position was disabled via valve in valve procedure after an unknown implant duration due to mitral stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that an unknown size mitral valve in mitral position was disabled via valve in valve procedure after an unknown implant duration due to severe mitral valve prosthetic obstruction. The patient presented in heart failure. Tmvr was completed with a 26mm 9755rsl transcatheter valve. Per information received, the patient was found to have low ef 15-20% with new hf exacerbation symptoms requiring admission and management.